Manufacturer narrative:
Additional information was received that the patient was prescribed tetracycline antibiotics for the drainage in the pocket site. The patient underwent an explant procedure due to recurrent lingering infection. Infection was believed to be not device or procedure related. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's pocket site opened up and pus drain was observed. The physician prescribed bacitracin antibiotic.

Event description:
A report was received that the patient's pocket site opened up and pus drain was observed. The physician prescribed bacitracin antibiotic.

Manufacturer narrative:
Additional information was received that the patient was healing well around the pocket site but still has a small amount of drainage.

Event description:
A report was received that the patient's pocket site opened up and pus drain was observed. The physician prescribed bacitracin antibiotic.